Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited inappropriate measured data. No intervention was performed. The device remained implanted. The patient would continue to be monitored.